Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the drive support disk. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that the drive support cap is sticking out. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.